Manufacturer narrative:
The investigation is ongoing. The results will be provided in the final report. H3 other text : device was thrown away after the event.

Event description:
Arjo became aware of the event involving the airpal disposable mattress. Allegedly, the patient fell when was laterally transferred from one surface to another. No injury was sustained. The customer reported that during the incident the staff thought they heard a ripping sound. However, the device was inspected by the staff after the event and no malfunction was found. The device was thrown away.

Manufacturer narrative:
We were informed that there was no caregiver on the opposite side of the bed (receiving surface) and the side rails were not in raised position. Thus, it resulted in the patient fall. The user manual for airpal transfer mattress (IFU 04.apt.00_en) includes the following information related to the patient transfer: ¿to avoid injury, any activity should be performed with an appropriate number of caregivers according to risk assessment and local procedures¿, ¿to avoid injury, make sure that there is another caregiver present on the other side of the bed, the end of the bed and/or raise the side rail on the side the patient is moved towards.¿ ¿to avoid injury, if there are no bed rails, both caregivers are responsible for making sure that the patient does not reach outside the boundaries of the receiving surface¿¿ moreover, the customer reported that during the incident the staff thought they heard a ripping sound. However, the device was inspected by the staff after the event and no malfunction was found. To sum up, the IFU was not followed and the patient was not supported enough during the transfer, thus it resulted in the patient fall. Arjo device was used for a patient handling when the event occurred and from that perspective it played a role in the event. No malfunction of the device was reported. This complaint is deemed reportable due to allegation of patient fall from the device.